Manufacturer narrative:
. D4: expiration date: unknown due to unknown lot number d4: UDI no. N/a as this product is not exported to the us market . G4: 510(k) number: k923607, k926214 h4: device manufacture date: unknown due to unknown lot number. The actual device has been returned for evaluation. The returned devices - main body of the guidewire - peeled piece - concomitant metal needle. Appearance confirmation (visual inspection) [main body] - the wire strand had been exposed over approximately 106 mm to 331 mm (approximately 225 mm) from the distal end. Appearance confirmation (microscope) [main body] - the outer layer had been peeled off over half a circumference along approximately 55 mm to 337 mm from the distal end. - the wire strand had been exposed over half a circumference along approximately 106 mm to approximately 331 mm from the distal end. - the peeled surface of the outer layer was smooth. - the edge of the outer layer at approximately 55 mm from the distal end was straight and had a step. - the edge of the outer layer at approximately 337 mm from the distal end was arc-shaped and had a gentle slope. - it had been intermittently abraded from approximately 340 mm to 359 mm from the distal end. - no anomalies such as exposure of the wire strand or abrasion were found in appearance in other parts. Dimensions - the outer diameter (normal part): it met the factory's specifications. No anomaly was found. Length of missing portion - the peeled part of the outer layer of the main body: from approximately 55 mm to 337 mm (approximately 282 mm) from the distal end. - peeled piece: approximately 282mm - it was thought that there was no missing portion in the outer layer of the actual device. History investigation of the involved product code and lot number - since the lot number was unknown, history investigation could not be performed. - regarding the involved product, no similar reports attributable to the manufacturing process were found in the past two years. Simulation test (visual inspection, microscope) a guide wire was used in combination with a metal needle. - the outer layer was peeled off over half a circumference, and the wire strand was exposed. - the peeled surface of the outer layer was smooth. - the edge at the distal side of peeled outer layer was straight and had a step. - the edge at the proximal end of peeled outer layer was arc-shaped and had a gentle slope. - this condition seemed to be similar to that of the actual device. Based on the investigation results, it was not possible to perform the history investigation of the involved product code and lot# since lot number was unknown. In this case, it was thought that urethane became peeled off when the actual device was manipulated in the direction of removal while it was used in combination with a metal needle, and the actual device came into contact with the metal needle. In addition, it was thought that there was no missing portion in the outer layer of the actual device. Relevant instructions for use (IFU) reference: "do not manipulate or withdraw the glidewire through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement." Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo received the following information. It was reported that after 18g metal entry needle was used to puncture in the right carotid artery to establish an additional dialysis port subcutaneously. When an attempt was made to guide the catheter for blood access to the target part using this product, the urethane of this product was peeled off and confirmed to have remained in the vessel. The product was first removed from the patient and then an additional procedure was performed after consultation with a cardiologist. The 6fr guiding catheter with 90cm length was inserted from the left femoral artery, a part of peeled piece of the guidewire was held using a 10 mm goose neck snare and retrieved in the guiding catheter. Then it was removed from the patient. As a result, it was determined that most part of the peeled piece could be removed and the procedure was finished. Additional information was received on 28may2026: a metal cannula was used. In addition, the doctor, who retrieved the peeled piece of urethane, stated that the patient died a week later due to an infectious disease.